Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history review completed 07 dec 18. 0 non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4) initial reporter occupation: lawyer. Dmf# - 13704 trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient had a conversion right knee patellofemoral joint arthroplasty to a total knee arthroplasty to address painful right knee, patellofemoral joint. During the procedure, the surgeon observed large effusion. Depuy components, including depuy cement x2, were used during this procedure. (Part/lot page 7 of 13) on (B)(6) 2020 the patient had a right revision to address right knee failed unstable tka. The surgeon reported that the tibial tray was grossly loose, it had debonded from the cement. The surgeon observed abdundant inflammatory tissue and dense scar tissue which was debrided. Depuy components, including depuy cement x2 were used during this procedure (part/lot page 9 of 13) doi: (B)(6) 2014 dor: (B)(6) 2020 (right knee).